Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-06317, reference MFR. Report#: 1627487-2017-06318. Follow-up information revealed the patient experienced the pain/burning near the lead site. As such, the entire system was explanted.

Manufacturer narrative:
Recall (continued):1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in filed advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 reference MFR. Report#: 1627487-2017-06317 reference MFR. Report#: 1627487-2017-06318. It was reported the patient discontinued to use her scs system because she experienced pain/burning and the patient also stated she experienced ineffective stimulation from the system. Consequently, the patient underwent surgical intervention wherein the ipg was removed.